Manufacturer narrative:
This device (bipap a30) was manufactured 02/29/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly, see photos. The third-party service technician observed the error code, failure of the outlet pressure sensor (e-086), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.